Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd syringe(s) with luer-lok¿ tip were found in the package with broken tips. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: a photo was returned for evaluation. One 10ml assembled syringe reported to be from batch #7300585 (p/n 302995) was depicted in the photo. The barrel tip and a portion of the barrel collar is missing due to damage. The damage observed would affect function and is rejectable. Based on the evaluation performed the defect is confirmed. DHR review for batch 7300585 (p/n 302995): manufacturing dates: 11/10/2017 to 11/12/2017. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7300585 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate instances of barrel jam and part caught in dial during assembly. The damage to collar and tip as observed may potentially occur during an assembly process. An instance of part caught in dial may have contributed to the defect observed. Based on the above CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.